Event description:
It was reported that there were defects on the lower part of the display of the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the lower display being defective and attributed it to missing pixels, the display was replaced. Analysis also found the upper and lower cases, battery release, battery drawer and the battery drawer o-ring were contaminated, the ring, side bails and side bail covers were missing, the battery contacts were compressed and the lead flex was corroded. (B)(4).